Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Four devices with the same lot number were received. The fourth device was evaluated. Upon visual inspection, it could be observed that the device was in used condition, as expected in this type of reusables devices. The inner tip edge was found to be dull. When performing the functional test, a sample suture was used, it was placed into the cutting hole, and the device was not able to cut the suture as intended. A manufacturing record evaluation was performed for the finished device lot number: 21c07, and no non-conformances were identified. The cutting test process is performed 100% for the entire batch and it meets the requirements. According with the visual inspection and the functional test result, this complaint can be confirmed. It is unknown how many times the device was used, since this device is reusable, the possible root cause can be attributed to the repeated and constant use of the device, therefore, the continuous use and sterilization process can cause metal fatigue leading to dull edges. Per the IFU: inspect devices for, damage including but not limited to cracks and wear, also inspect the devices for proper function, including but not limited to, sharpness of cutting tools. End of life of devices is determined by wear and damage due to surgical use and handling. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device is not being returned, therefore unavailable for a physical evaluation, however a video was provided. Upon visual inspection of the video, only one device is shown, it appeared that the device is being activated and it cannot cut the suture as intended. No further information was provided. A manufacturing record evaluation was performed for the finished device 21c07, and no non-conformances were identified. According with the visual inspection of the video, this complaint can be confirmed. The possible root cause for this type of failure can be attributed the repeated and constant use of the device, as a result of this, the device cannot perform smoothly. Per the IFU, it is recommended to inspect all instruments before sterilization or storage to ensure the complete removal of soil from surfaces, tube, holes, and moveable parts and if soil is still present, reclean the instrument. Also, recommends to visually inspect the instrument and check for damage and wear; verify that all cutting edges are free of nicks and have a continuous edge; verify that moveable parts have smooth movement without excessive play; inspect that locking mechanisms fasten securely and close easily; and verify that long, thin instruments are free of bending and distortion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 4 for (B)(4). Could not cut off the suture. It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the arthroscopic pusher/cutter could not cut the suture off. Changed to another three to continue the surgery but the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.